Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station network connection failed. The field service engineer (fse) observed that the station was intermittently losing network connectivity. No visible damage was found on the network cable, but the cable was proactively replaced. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user experienced persistent connectivity issues with the cabinet. The customer requested a technician to inspect internal connections, including the ethernet cable and network card, due to intermittent connectivity and extremely slow performance over the past six months. It took four minutes for a nurse to issue only two items. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.